Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. A total of 100 retained samples were visually examined, and no additive abnormalities were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of september 2025. At this time, further testing is not indicated. This complaint has not been confirmed for the indicated failure mode: clotting. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® k2e (edta) 5.4mg plus blood collection tubes, an unspecified number of tubes clotted. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e (edta) 5.4mg plus blood collection tubes, an unspecified number of tubes clotted. There was no health impact or consequences reported.